Event description:
The following events were noted through a periodic article review "two-year results of an open-label randomized comparison of everolimus-eluting stents and sirolimus-eluting stents." A prospective, open-label, randomized, single center trail was conducted comparing second generation everolimus-eluting stents (ees) with first generation non-abbott sirolimus-eluting stents (ses). Of the 977 patient populations, 498 patients received a xience v stent. Inclusion was from 18 september 2007 to 27 may 2010. Protocol-defined follow-up was performed after thirty days, one year and two years. Mortality occurred in 46 patients (28 all-causes, cardiac 18). No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event: estimated date. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.